Event description:
The facility reported a pump with a malfunction of a "stop button does not work." The reported condition occurred during biomed service. There was no patient injury or medical intervention necessary. This is a loaner pump! No additional information is available.the software version for this device is currently not known.

Manufacturer narrative:
(B) (4)the device has not yet been received for evaluation of "stop button does not work". Should the pump be received for evaluation, or if additional information becomes available a follow-up report will be filed upon completion of the evaluation.